Event description:
The complainant reported that a patient was to be implanted via the right surgical axillary/subclavian artery with an impella 5.5 for mechanical circulatory support. The cardiothoracic surgeon was unable to advance the impella 5.5 through the subclavian artery due to vessel stenosis, despite prior dilation of the vessel with a peripheral balloon. A hemashield platinum graft 10mm x 30cm was utilized. Due to continued and significant resistance while trying to advance the pump, the decision was made to abort the impella 5.5 insertion and utilize an impella cp instead which was successfully implanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Correction: e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had stenosis preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.